Event description:
It was reported that prior to an unknown procedure, the generator showed an error code 1. No patient consequences were reported.

Manufacturer narrative:
Date sent: 7/10/2007. Evaluation summary: the complaint has been confirmed. The generator's main pcb (printed circuit board) assembly was replaced to correct the issue. After servicing the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.